Event description:
It was reported during the implant procedure that both of these leads were explanted and replaced due to positioning difficulties. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, blood/body fluid was noted on the distal conductor (non-obstructive). The full lead was returned for analysis. (B) (4) no anomalies were found however, blood/body fluid was noted on the distal conductor (non-obstructive). The full lead was returned for analysis.